Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noticed the haptic had moved in front of the capsulorhexis. A second surgery was required. The pt's outcome was good.